Manufacturer narrative:
Based on the information received, there was no indication of a device issue. The valve was replaced for convenience during a mitral valve replacement. There is no known device problem, and no further investigation is required.

Event description:
A perceval pvs25 was implanted on (B)(6) 2018. On (B)(6) 2018, the perceval valve was explanted and replaced with a carbomedics reduced aortic valve r5-023. A concomitant mitral valve replacement was performed, during which a carbomedics standard m7-029 valve was implanted. The site reported that the re-operation was performed due to endocarditis of the mitral valve. During the procedure, the surgeon decided it was best to replace the aortic valve as well; hence, the perceval valve was explanted. There was no suspected device issue. The patient was discharged without complication, and the valve is not available for return.

Manufacturer narrative:
Device disposition not presently known.

Event description:
A perceval pvs25 was implanted on (B)(6) 2018. On (B)(6) 2018, the perceval valve was explanted and replaced with a carbomedics reduced aortic valve r5-023. A concomitant mitral valve replacement was performed, during which a carbomedics standard m7-029 valve was implanted.